Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? All answers are unattainable additional information requested.

Event description:
It was reported that a patient underwent a spinal-epidural procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.